Event description:
It was reported that the physician noticed a short longevity on the device. The device was explanted and replaced. There was also high superior vena cava (svc) impedance on the right ventricular (rv) lead. At the device replacement, it turned out the setscrew was not fixed. The lead¿s connector could be pulled out of the header without loosening the setscrew. The lead was reconnected to the new device. It was also reported there was undersensing and high threshold on the right atrial (ra) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Undersensing occurred during atrial tachycardia (at)/atrial fibrillation (af) episodes on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 694765, lead, implanted: (B)(6) 2010. (B)(4).